Event description:
It was reported that this pacemaker system exhibited noise oversensing on the right atrial (ra) lead. Technical services (ts) suspected that the noise could be related to electromagnetic interference (emi), but it was not conclusive, as the ra lead was configured as unipolar and the sensitivity was low. A decrease in the pacing impedance measurements was noted, however, they were in range. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.